Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow buttons were intermittently responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-may-2018 with the following findings: during investigation the pump powered up to a blank display. The keypad was removed to find contamination under all the button contacts. The keypad issue could not be investigated due to the blank display. Unrelated to the original complaint, the battery compartment was cracked from the top. The battery cap threads were stripped. The battery cap was unable to tighten to a test pump.